Manufacturer narrative:
(B)(4). The complaint device was manufactured in 1998. Fisher & paykel healthcare is currently awaiting confirmation in respect of the return of the device for investigation. We will submit a follow-up report following receipt of the device and/or additional info and completion of our analysis.

Event description:
During the routine servicing of an iw930aea cosycot infant warmer ('the warmer') at a hospital in (B)(6), a fisher & paykel healthcare rep noticed that the 900iw130e neopuff infant resuscitator component of the warmer could not be adjusted above 30cmh2o of pressure. The event was detected during a product service check. No pt consequence occurred.